Manufacturer narrative:
(B)(4). D10: item# unk tibial tray; lot# unknown. G2: foreign - event occurred in india. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure, the surgeon faced difficulty getting the articular surface to lock into the tibial tray. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the device exhibits signs of insertion attempt/s (gouges, inserter tool marks) and the dovetail feature is compressed. Performed dimensional analysis of the product identifier and dimension is within specification. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in persona- the personalized knee surgical technique. The root cause is attributed to use error. Damage to the dovetail feature confirms the implant would not be able to seat. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.